Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with muscle stimulation. The lead was repositioned successfully. The patient was in good condition and would continue to be monitored.